Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose level of 414 (mg/dl) with diabetic ketoacidosis and was subsequently hospitalized. The healthcare provider informed the customer that the suspected cause of her high blood glucose was due to gastroparesis. The customer was treated with intravenous fluids and intravenous pain medication. The customer was released from the hospital on (B)(6) 2016.